Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during the trialing process.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record identified no deviations or anomalies. As product was not received, visual and dimensional evaluation was not conducted. This device is used for treatment. It was confirmed when the device left zimmer biomet also not able to find the potential field life before it fractured. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. With the information available, it was not possible to determine the root cause.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 3 years before it fractured, which was manufactured in june 2013 and has been used in an unknown number of surgeries. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.reported information states that the surgical technique was followed during use of this device. It is likely that the device fractured due to some design issue.